Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was on vacation and noticed about a week ago prior to (B)(6) 2016 they were having a problem with voiding. The patient felt stimulation in the correct area. The patient changed to program 2 and increased to 2.1v and would see if that helped. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Other no longer applies as an outcome attributed to adverse event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the patient¿s problem with voiding were a long 6 hour plane trip, a change in location and climate, and some level of stress that they believed contributed to the difficulty. The patient relied at times on catheters. The patient changed the programming, but it didn¿t help and they went back to the original setting. The patient was now back home and with some deep breathing, a steady exhale, relaxation techniques, and stimulating the bladder helping with complete voiding, they found that the problem had been resolved. The patient had increased the amplitude on their device to 3.8v and that seemed to have helped as well. The patient would be seeing their health care provider (hcp) next week to discuss the problems they encountered. The patient had found that when they were in a warm, humid climate, they retained w ater, became somewhat dehydrated, and found it difficult to urinate. It also stopped with a weak stream. When the patient returned home, things did improve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.